Event description:
Complaint received from customer that alleges "when the machine is started there is traction force of 2 - 3 lbs without even setting any parameters and if they put more than 40 lbs then it keeps on pulling and does not stop". Questionaire not received from clinician and/or pt. Device not returned to MFR for eval. No indication event caused or contributed to permanent impairment or death.